Manufacturer narrative:
Conclusion: no device failure.the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.evidence that product in specification when used.undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly doctor believes it was a fibrous union that led to plate fracture. Dorsi-flexed 1st metatarsal might have been a contributing factor.